Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a history/settings (time and date reset) issue. It was alleged the pump exceeded the daily totals for the day. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged the pump caused the patient to experience a blood glucose of 300mg/dl with no symptoms. This complaint is being reported because of a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box data for the date of the complaint had been overwritten due to continuous use. A time and date reset test was performed with no defects. The pump was run for a 24 hour basal program and no alarms were reproduced. The basal and bolus deliveries added up correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.